Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the left ventricular (lv) lead was placed and the helix engaged, the guidewire became knotted and would not separate from the lead. The wire was ultimately removed once the lead had been removed from the patient. A different lead was then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal end of the lead was extrinsically damaged. The tip seal on the distal electrode of the lead showed evidence of blood ingression. The analyst noted that the guidewire was not returned. Visual inspection found the lead distal end to be damaged. The tip seal was dislocated with blood on it. Using a guidewire sample to perform front-loading, the guidewire passed through the is-4 pin and the lead body but could not pass throughout the tip because the lead tip was blocked by the tip seal. If information is provided in the future, a supplemental report will be issued.